Event description:
As relayed by the physician via telephone conversation: as deltapaq coil was being advanced through courier 45 degree shaped microcatheter, difficulty in advancement was reported as it got to the tip. As the coil exited, the tip of the microcatheter, the dome of the aneurysm ruptured. The aneurysm was immediately packed and it was successfully embolized. Additional report stated that follow up post angio revealed that the aneurysm was occluded and the pt remained stable.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.